Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect(s) of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification, moderate tortuosity and 90% stenosis. The lesion was pre-dilated with a 2.0x12 mm semi-compliant balloon and through a radial approach the 2.5x28 mm xience sierra stent was implanted at 16 atmospheres. A proximal edge dissection was noted and another xience sierra stent was used to treat the dissection. There were io adverse patient sequela. No additional information was provided.